Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the tight ventricular (rv) lead. Lead damage was suspected but could not be confirmed to be the cause of the reported event. The patient was hospitalized, and the device was reprogrammed to resolve the event. The patient was in stable condition.